Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) error codes 111,112,118 and 139 were found in the logs. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: (name - (B)(6)). A getinge field service engineer (fse) stated found error codes 111,112, 118 and 139 in the logs during pm. No reported issue was provided to biomed. Biomed let unit pump overnight with no issue. Please refer to service order #(B)(4) for performance and safety measurements. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.